Event description:
Customer reported alarm 2 followed by alarm 26, indicating a potential infusion occlusion. This event caused the customer's blood glucose level to read "high," though the specific value was unknown. In response, the customer administered a correction bolus via the pump and mdi injections, changed the infusion set and cartridge, and resumed insulin.